Manufacturer narrative:
The referenced device was returned to olympus for service/repair. The service evaluation confirmed the customer¿s reported problem, the serial digital interface (sdi) channel has no signal output due to a defective printed circuit board (cm). A review of the repair history shows the subject device has not been repaired in the past year. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (osh) was informed that the customer visera elite video system center ¿mainboard failure caused image problem¿. The reported problem was found during an unknown event. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the loss of image was due to a faulty printed circuit board, it¿s likely this event was attributed to a faulty power unit. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.